Event description:
It was reported that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d), the patient experienced asystole. No additional adverse patient effects were reported. At this time, this device remains in service.